Event description:
During above-the-knee percutaneous peripheral intervention, the catheter could not cross the tibial lesion and the 0.014" extension guide wire came off the 0.018" guide wire. A sjm jackal 6.0x 20mm was used and the procedure was complete.

Manufacturer narrative:
The patient info is unk. The hospital declined to provide the patient info. The angiosculpt device, 0.018" guide wire and 0.014" extension guide wire were returned for eval. Visual eval of the angiosculpt device found no unusual characteristics. The proximal end of the 0.018" guide wire appeared corroded with divots and multiple kinks observed. The 0.014" extension guide wire connector was necked and bent, thus, add'l handling during lab analysis resulted in the tip of the extension guide wire connector to break. During functional testing, the 0.018" guide wire was inserted through the distal tip with no resistance. However, the proximal end of the guide wire felt rough against the lumen wall during retraction. The 0.014" extension guide wire was inserted through the distal tip with no resistance. Based on the lab analysis, no failure was detected on the angiosculpt device. As a conservative measure an MDR is being submitted because it cannot be determined with 100% certainty if the angiosculpt device caused or contributed to the separation of the guide wire from the extension guide wire. Since this event occurred outside of the patient, there is no risk of patient injury.